Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained oversensing episodes were observed due to possible myopotential oversensing. The patient was brought into the clinic and programming changes were made. There were no adverse consequences and the patient was in good condition.